Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 and mesh was implanted. The patient reported that she has been in constant pain since the procedure. The patient underwent a partial mesh removal procedure on (B)(6) 2013. The ends of the mesh were left in. At a later date, the patient underwent another surgical procedure to remove the ends, but the surgeon could not locate the ends. The patient still is experiencing pain due to possible nerve damage or nerve entrapment. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) - pain occurred - not labeled conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).